Manufacturer narrative:
The drive support disk was inspected and no anomaly was noted. No excessive no delivery alarm during testing. The insulin pump passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that the drive support cap was flushed. The customer's blood glucose was over 300 mg/dl at the time of incident. The customer's blood glucose was 361 mg/dl at the time of call. The customer stated that the blood glucose reached over 400 mg/dl. The customer stated that they treated the high blood glucose with manual injection. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.